Event description:
This rv lead was implanted on (B)(6) 2008, and remains implanted at this time. A call was placed to technical services on (B)(6) 2016, stating that the epicardial lead impedance is as low as 27 ohms. Which implies, that occasionally it comes back out of range. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).